Manufacturer narrative:
On 08-dec-2015, through a service call with a field service engineer (fse), the client observed that the x2 was not returning to home. Guided by the fse, the customer removed the cover from sample loader and cleaned the x2 sensor with air and alcohol. Problem resolved. No further action was required by field service. Instrument was performing as intended. Most probable cause for this event was a dirty or contaminated x2 sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015, a customer reported error 4183 with their aia-900 . The customer indicated obtaining 4183, sample loader x2 axis error constantly. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.